Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Clinical information: crd_1059 - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, the activated clotting levels were 277s and heparin was given. A pre-implant balloon valvuloplasty (bav) done with a 22mm non-abbott balloon. After pre-bav, the patient went into complete heart block. The valve fully re-sheathed one time due to the implant depth was too high. The final implant depth was 6mm on non-coronary cusp (ncc) and 8mm on left coronary cusp (ncc). On (B)(6) 2025, a single chamber pacemaker was implanted in the patient.

Manufacturer narrative:
An event of complete heart block during the procedure was reported. Information from the field indicated that the valve fully re-sheathed one time due to the implant depth was too high. The final implant depth was 6mm on non-coronary cusp (ncc) and 8mm on left coronary cusp (ncc). A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information available, the cause of the reported heart block could not be conclusively determined. The reported surgical intervention was due to case-specific circumstances. Following the procedure, a permanent pacemaker was placed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.